Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument's jaw was dislocated. Customer struggled to take it out from the cannula. The procedure was completed with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to have a bent grip tang near the base of the grip tip, which prevented the grasper from releasing the tissue. The instrument was found to have damage to the insulation of the conductor wire at the grip tang. The insulation was fragmented, exposing the internal conductor wires. Although the insulation was damaged, the wire itself was neither torn nor completely broken. The instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation also showed signs of damage, and the grip tang was bent. The complaint was confirmed by failure analysis. The probable root cause of customer reported issues is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.